Manufacturer narrative:
Additional information received: it was noted that the blurred vision and wound infection were not noted on a follow up visit 7 months after first noted and so had resolved at some time between this date and when they were first noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device with a non-mdt stent graft for the endovascular treatment of a 63 mm abdominal aortic aneurysm. It was reported post the index procedure that the patient experienced bilateral pulmonary dysfunction with shortness of breath and the following day the patient experienced small left pleural effusion. The events were treated with medication and were assessed as being related to the index procedure. Both events were resolved on the 5 days post the index procedure. It was reported approximately 5 days post the index procedure the patient suffered wound infection with minor incisional wound drainage. The event was treated with medication and is unresolved and continuing with treatment. It was further reported at this time that the patient experienced blurred vision and dizziness, it is unknown if the event is related to the device or to the index procedure and the event is continuing without treatment. No additional clinical sequelae were reported and the patient will be monitored. Medical history: current tobacco use, hypertension, hyperlipidemia, diabetes, cardiac disease, myocardial infarction, chronic obstructive pulmonary disease,renal disease, gastro-intestinal disease, vascular disease, lower extremity peripheral artery disease.